Event description:
It was reported that stent damage occurred. The 80% stenosed, 32mm x 3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment; however, the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 3.50 x 32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found a strut in the proximal region pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 32mm x 3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 32 synergy drug-eluting stent was advanced for treatment; however, the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.